Event description:
The user stated he was getting low sodium results for qc and four out of the last six patient samples run. Of these, two examples were provided. Sample 1: initial result was 125.0 mmol per l, repeat result was 141.4 mmol per l. The initial results had been reported, but the reports were corrected before they were sent to the physician. The patients were not adversely affected.

Event description:
The user stated he was getting low sodium results for qc and four out of the last six patient samples run. Of these, two examples were provided. Sample 2: initial result was 126.0 mmol per l, repeat result was 139.5 mmol per l. The initial results had been reported, but the reports were corrected before they were sent to the physician. The patients were not adversely affected.

Manufacturer narrative:
The field service rep determined there was a tubing failure and replaced the ise tubing and mix tower. He performed conditioning and initialized the ise module. He also checked the air mix and dry adjustments and performed an ise washtime determination. To verify the analyzer performance, he calibrated the system and performed qc and a precision check.

Manufacturer narrative:
The field service rep determined there was a tubing failure and replaced the ise tubing and mix tower. He performed conditioning and initialized the ise module. He also checked the air mix and dry adjustments and performed an ise washtime determination. To verify the analyzer performance, he calibrated the system and performed qc and a precision check.